Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, g3, g6, h2, h6, h11. The product could not be evaluated and the reported event was not confirmed. The device history records could not be reviewed as the lot number associated with the reported event is unknown. A definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). D10 - concomitant devices - nexgen lps-flex option femoral component catalog #: 00596401651. Lot #: ni, unknown nexgen articular surface catalog #: ni lot #: ni. G2 - report source - foreign: the event occurred in ireland. The complainant has not yet indicated whether the product will be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent a left knee arthroplasty revision to address post-operative left knee pain, effusion, tibial erosion and tibial component loosening approximately thirteen (13) years post-operatively. During the revision, the tibial tray was noted to have come loose and was replaced; however, the femoral component was noted to be in good condition and not loose. No additional information is available.